Event description:
It was reported that the pump touch screen had a "gray halo around the sides of the screen." There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.